Event description:
It was reported by the surgeon to the sales rep that some photos he thought the distal part of the staple line dd not look normal, almost as if it opened up a little. The surgeon said the procedure went great. There was no patient consequence nor surgical delay reported. No additional information provided.

Manufacturer narrative:
(B)(4) date sent: 3/3/2026 b3: only event year known: 2026 d4: batch #unk d4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. H4: the device manufacture date is currently not available. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: what was the appearance of the deployed staples (b-formed, malformed, goal post/legs straight)? Were there staples missing from the staple line? What was the surgical procedure? What was the anatomical structure that was being fired on when the issues occurred? Was it observed on one firing or rapid firing? How many times was the device fired? What is meant by " distal part of the staple line didn't look normal"? Is the video available for review? What was the doctor's name? No lot or batch number was provided; therefore, a device history could not be done. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). Date sent: 4/7/2026. Investigation summary: this is an analysis of photos submitted for evaluation. During the visual analysis, the following was observed: one piece of tissue with a staple line was observed however, due to tissue on staples line improper form of staples cannot be determined. Based on the photos the event described could not be confirmed. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation.